Event description:
Elderly female with history of obstructive cardiomyopathy. While having a diagnostic heart catheter, the j wire was unable to pass through the inner dilator of the radial sheath. No known harm to patient, another devise was used.